Manufacturer narrative:
(B)(4). Physio-control recommended that the customer replace the device due to the unit not being repairable and beyond it's warranty. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons present on the display (charge pak, attention and service wrench) and that the unit would no longer power on. There was no patient use associated with the reported event.